Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there were multiple factors were indicated as the root cause, which included: the physician did not call for rapid pacing prior to initial deployment, image intensifier timed out during inflation, the team could not see the valve until final position was appreciated, which was almost completely aortic and on top of the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the valve embolized aortic, and the case was converted to surgical avr. The team did not have any trouble with insertion or placement of sheath and delivery system, however post deployment, the valve was placed too aortic. The fcs specified that it was completely on top of the annulus, what he would consider 95:05 aortic. Post deployment the patient¿s pressures were too low, and the patient started to crash. The patient required chest compressions and the team decided to the put the patient on bypass. At that time, they decided to remove all of devices, including the wire, in order to put the patient on bypass and place the cannulas. Once the patient was stable, they tried to re-place the wire. The physician tried multiple times to re-cross the sapien valve and native valve. The valve was in a fixed position, and he was having trouble crossing both the sapien and the native valve. After multiple attempts to cross, the valve embolized aortic. At this point the procedure was converted to a surgical avr. The valve was retrieved and the patient was stable. Multiple factors were indicated as causes of the events: the physician did not call for rapid pacing prior to initial deployment, and the image intensifier timed out during inflation. This resulted in the team not being able to see the valve until final position was appreciated, which was almost completely aortic and on top of the annulus. In regards the valve embolization, it was indicated that the multiple attempts the cross the valve and the chest compressions played a role.